Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error alarm that occurred during the prime. She stated that when she does the prime without the reservoir inside she does not have the issue. The stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was not able to rewind the insulin pump. The blood glucose reading was not given. Nothing further was reported.